Event description:
It was reported that during implant attempt, when the lead was placed in the heart, electronic measurements were done. The impedance was around 2500-3000 ohms. There was no bipolar stimulation. The lead was removed and replaced by another. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.